Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse verified that level 1 quality control was out of range. The cse verified the proper reagent 1 (r1) mixing and its positioning in the cuvette, decontaminated the instrument during the preventive maintenance and disassembled the heterogeneous module (hm) and cleaned it. The cse also calibrated the mixers, changed the wash probes and the hm harness tubing. The cse replaced the hm waste tubing and performed a system check, which passed. During a follow-up visit, the cse replaced the twin mixers and calibrated the mixers and ran a system check, which passed. The cse replaced the sample arm, the sampler ultrasonics and ultrasonics cable and athlon tubing on the pump panels, aligned wash probes, and calibrated a new ctni reagent lot. Quality controls were run and resulted within range. The cause of the discordant, falsely elevated ctni results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on patient samples on a dimension rxl max with hm instrument. The samples were obtained from patients in an emergency room. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.